Event description:
Significant resistance to withdrawal of deployment balloon after satisfactory deployment of coronary stent. This resistance leads to a tendency (undesirable) for the guide catheter to advance forward more deeply into the coronary ostium.